Event description:
It was reported that the patient received a vibratory alert due to low left ventricular impedance. Three days later, the patient was brought to the clinic and the impedance was normal. No further action was taken and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.